Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose values, with an initial high followed by hypoglycemia, then rebound hyperglycemia, and subsequent hypoglycemia, attributed to overtreatment of lows with large amounts of fast-acting carbohydrates; troubleshooting and education on the 15-15 rule and minimal fast-acting carb intake were provided, and there were no device alerts or alarms. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary excursions outside the target range, self-managed without medical intervention, back-up therapy, or ketone testing. Investigation included product use review and user education on appropriate hypoglycemia treatment to prevent algorithm disruption from overcorrection. Investigation of this case revealed user technique associated with overtreatment of hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia management and corrective carbohydrate dosing.